Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure. According to the complainant, during preparation, it was noted that the edge of the mesh near one of the mesh carriers was frayed. The mesh carrier had been loaded onto the delivery device tip when this was noticed, but the device was not used inside the patient. There was no damage noted to the packaging of the device. The physician completed the procedure with another solyx sling with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."